Event description:
The customer reported a ventilator shut off during clinical use on patient and gave a 111c and a 1006 error codes indicating a vent-inop: data acquisition pcba adc failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The reported issue was confirmed via the event log and error codes. The rse recommend that the data acquisition (da) printed circuit board assembly (pcba) be replaced due to the 111c error code. However, after testing the airflow and o2 accuracy test the fse advised that the gas delivery system (gds) be replaced and reported that it would not have been feasible for the customer to only replace the da pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The rse recommend that the data acquisition (da) printed circuit board assembly (pcba) be replaced due to the 111c error code. However, the after testing the airflow and o2 accuracy test the rse advised that the gas delivery system (gds) be replaced and reported that it would not have been feasible for the customer to only replace the da pcba. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the rse and customer. It is unknown if any parts or repairs have been conducted.